Event description:
Additional event information was received, the cx coil was advanced but prematurely detached and then the outer fiber did not deliver. We attempted to push this, flush this, and retraction is with a combination of wire and catheters. Ultimately, we were able to push the outer fiber out of arterial guide catheter but a portion of the outer fiber reflux into the hepatic and celiac artery. After prolonged efforts we advanced a 7 mm snare and were able to snare the fiber of the coil and retracted the coil entirety back into the sheaths and delivered from our tourguide. The procedure was delayed and the patient was discharged. No patient harm or injury was reported.

Manufacturer narrative:
Device evaluation: the investigation of the returned coil system found the implant stretched at the proximal section, separated from the pusher, and entangled on the snare device described in the event description. The pusher was not returned for evaluation. The investigation found that the implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing retraction forces over specification. The catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during the embolization treatment, the coil was placed through a 90cm angled catheter. After part of the coil was advanced it unintentionally detached, and while attempting to retract the delivery pusher wire out, the coil began to unwind and became stuck in the catheter. After multiple attempts to push the unwound coil portion out, a loop snare was used to pull the entire coil out. There was no report of harm or injury to the patient.